Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: the patient had an index left tka outside of cors scope. On (B)(6) 2020 patient underwent revision for instability, with all components exchanged. The patient developed femoral component loosening and was revised on (B)(6) 2024. Femoral components and poly were exchanged.